Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed a transient elevation in pump power and flow; however, a direct cause for the elevation could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed a transient elevation in pump power and calculated flow on 21jan2023 that was captured during a pulsatility index (pi) event; however, a specific cause for the elevation cannot be conclusively determined through this evaluation. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the hm ii lvas, serial number (B)(6). No additional events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Bleeding is listed as an adverse event that may be associated with the use of the hmii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended international normalized ratio (inr) values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up at a rate of 100 rpm per second to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The IFU states that the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. However, there are regions at the low and high ends where the relationship is not linear. The system controller also monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed with anticoagulation held. The patient's international normalized ratio (inr) was normal at the time of the gi bleed. The patient underwent an endoscopy to confirm, and arteriovenous malformations (avms) were noted. The patient had anemia and bloody stool. The gi bleed was treated with endoscopy argon plasma coagulation (apc) and had an inr goal of 1.5-2.0. Log files captured transient power and flow elevations associated with pulsatility index events on (B)(6) 2023. Follow up log files captured routine events. The pump power and flow appeared to be stable after the spike that had occurred on (B)(6) 2023. The patient was discharged to rehabilitation with a gi follow up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.